Event description:
Additional information received from the manufacturer representative reported that the cause of the issue and the patient weight were both unknown. The representative was able to provide the serial number of the device to be (B)(4).

Manufacturer narrative:
Other applicable components are: product ID 3889-41 lot# va0kvua explanted: 2017. Product type lead product ID 3889-41 lot# va0kvua : product type lead product ID 3889-41 lot# va0kvua : product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had a loss of therapeutic success and the patient's leads were replaced. The issue was reported as resolved at the time of this report and no lead or ins malfunctions were specified. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.